Event description:
It was reported, the pump status was checked and the pump had been in stopped pump mode for 1092 hours. It was reported, this was due to a catheter fracture that had not been repaired. It was reported, the last change date noted in the pump logs were on (B)(4) 2012. It was reported, a tube set message was also seen in the logs. The device system was used to deliver baclofen and morphine. It was later reported, the entire "old/existing" catheter was removed and a new catheter was implanted. No diagnostics were performed on the date of implantation, "as the patient stated, the catheter had not been functioning due to a fracture for almost a year." It was reported, the patient did not complain of any symptoms and that the explanted pump and catheter were retained by the hospital. It was later reported, the baclofen in the pump was lioresal and no further information was available at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8598a lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8590-9 lot# n246185, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type accessory product ID, 8590-9 lot# n217556, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type accessory product ID, 8590-1 lot# n188718, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4).